Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular lead had high impedance and no capture at maximum output. A possible fracture was suspected. The lead was programmed off and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. Left ventricular pace impedance was over 3000 ohms at last reading on (B)(6) 2015. Analysis of the device memory indicated the impedance trend on the lv (left ventricular) pacing lead was rising. The left ventricular pace impedance was stead at approximately 360 ohms through (B)(6) 2015 then rises nearly parabolically to over 2800 ohms by (B)(6) 2015.

Event description:
The lead was capped and replaced.